Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a drawer failure. The field service engineer removed and reseated row board cables on both drawers and all pyxi bus connections to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that the multiple cubies from the auxiliary drawers 3.2 and 4.2 are not opening. Customer restated the station multiple times but the issue is still persistent. There were no adverse events or injuries reported based on this event.